Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd pyxis¿ medstation¿ es, an issue occurred with the ordered amount or units for a medication. Nurses encountered errors when attempting to remove sodium chloride orders for pediatric patients when the dose was below 1000 ml.the customer indicated that this issue caused a delay in patient care. No adverse events or injuries were reported in connection with this incident.